Event description:
The doctor reported that the pt received medpor customized left and right cranial implants on (B)(6) 2010. The doctor stated that the pt complained of pain and the doctor checked the pt for an infection. The doctor stated that he did not find evidence of an infection. The doctor stated that the implant appeared "to have deteriorated" and "appeared to have been eaten away." The doctor stated that the pt returned for another check-up and he drained a fluid filled bump on the pt's forehead and one week later there was no noticeable bump and less bruising. The doctor's assistant reported that the pt returned for another check-up and was continuing to improve. The doctor's assistant stated that the pt's age and thin tissue played a role in the reaction to the implant after surgery.

Manufacturer narrative:
Lot number: 89020-mci-586-09-2 (B)(4) - right cranial implant. Following a review of the device history record for the lot numbers listed above, it was determined that all processes and test criteria are within the medpor customized implant finished product specification.